Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced charging difficulties. Consequently, the implantable pulse generator (ipg) was replaced. Postoperatively, the patient was reported to be doing well.